Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg needle hub separated on 10 occasions before use. The following information was provided by the initial reporter: material no:928858 batch no: unknown. It was reported that the needle hub separated when removing the shield and the shields are difficult to remove.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg needle hub separated on 10 occasions before use. The following information was provided by the initial reporter: material no:928858 batch no: unknown it was reported that the needle hub separated when removing the shield and the shields are difficult to remove.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/23/2020 h.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 9324122. Customer states that the needle hub separated when removing the shield and the shields are difficult to remove. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10